Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer also stated that she had a virus that may have contributed to the high blood glucose levels. Prior to the event, the customer was getting multiple no delivery alarms, even after changing the infusion set. The customer's area rep also found that there were no boluses recorded in the history for five days. Troubleshooting was performed, and the bolus did record in the history. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.